Manufacturer narrative:
Unit received with constant unexpected restart error loop due to leaking cap on interface board. The time and date functioning properly and no display anomaly noted. Unit then was monitor for five days in an oven. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, stained end cap sticker, and minor scratched lcd window.

Event description:
The customer reported via phone call that he received a safety notification about the scroll wrap feature. Customer's blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.